Manufacturer narrative:
Device passed self test and displacement test. Pump error 53 found in the device history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a software error detected alarm. The customer's blood glucose level was 293 mg/dl. The customer reported that they were able to clear the alarm. The customer reported that they were able to rewind the insulin pump which was followed by another software error detected alarm. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.